Event description:
It was reported that the zimmer dermatome was not working. While trying to obtain a strip of skin from the thigh, the device was leaving a strip there and cutting the graft in half. Additional clinical follow up with the hospital indicated that the harvested tissue was usable and the surgeon simply extended the length of the donor area since the desired width of the graft was not as intended. There were additional dermatomes immediately available if necessary and there was no report of harm, increased surgical time, or medical/surgical intervention.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device manufactured on 07/26/2011 and has no repair history at zimmer surgical. Performance testing revealed that the device operated within specifications. The device was out of calibration at the zero thickness setting; however, this would not affect graft capabilities as grafts are not harvested at the zero thickness setting. Visual inspection of the four returned width plates determined that the leading edges were in good condition. However, visual inspection of the 3 inch width plate determined that it was galled on the underside. If the customer used the 3 inch width plate, over tightening most likely caused the issue. However, clinical follow up with the reporter did not reveal which width plate was used in conjunction with the reported event. Therefore, the cause of the event cannot be determined. The device was serviced and returned to the customer.